Event description:
It was reported the pacemaker feature of implant detect would not complete. With this feature on, remote transmissions are not possible. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.